Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an opened folder with a detached needle and a needle/suture piece of product code w9561, were returned for analysis. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected and remnant of epoxy was noted into the barrel hole. A suture piece was not received for evaluation to determine the assignable cause. During the visual inspection of the needle/suture, the swage and attachment area were noted to be as expected and the suture end was noted cut appears to be by use of a surgical instrument, since the length did not meet the requirements. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the detached needle, it could not be determined what may have caused the reported incident and the reported complaint was observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9561 lot mc7bdxm, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off the suture during dispensing, before use on the patient?

Event description:
It was reported that the patient underwent an ophthalmic surgery on an unknown date and suture was used. The suture needle pulled off during dispensing for the procedure. Changed to another device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.